Event description:
It was reported that the patient underwent a tlif at l4-5 using rhbmp-2/acs and a peek cage. Eleven days post-op, the patient presented with post-op pain and suspected radiculitis. No additional complications were reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510400, product code nek was cleared in the united states. (B)(4): this part is not approved for use in the united states; however a like device catalog # 7510400, (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.